Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient made a comment that when they had the implant they turn it off because they need to go to the bathroom and then try to turn it back on but they cannot do it. They reach out to a manufacturer representative (rep) but was unable to help them that time and was told to meet in the office. Patient mentioned they broke their back and have some rods and it was difficult to function and they figured that the implant was placed upside down which patient was able to sort it out. Agent asked if their stimulation was working fine now and patient said that it doesn't work like it used to. Patient mentioned that their therapy was set now in a way that they do not feel it. Patient mentioned the before it was set that they can feel it especially when they lay down which helps them, but they mentioned that they cannot set it up like that now. Agent reviewed information and advised checking the therapy once it has enough charge and if it still persist and they need help with the programing to contact their healthcare provider (hcp).